Manufacturer narrative:
Block b3: exact date unknown, event occurred in march 2024.

Event description:
It was reported that the patient was not receiving stimulation on left side following a non device related procedure. It was noted that the lead moved significantly on the right. The patient underwent a revision procedure wherein the lead was moved more midline. The patient was doing well postoperatively.